Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation of the right atrial lead, the impedance decreased and was observed to be low. Upon investigation, insulation damage was discovered. The lead was explanted and the procedure was completed with a replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the inner insulation was breached by stylet/guidewire. The proximal conductor of the lead became extrinsically distorted. The outer insulation was breached by stylet/guidewire. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.